Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm was split, damaged, and had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported the actual equipment was soiled with blood and was discarded. The purple wings split, but the shaft of the introducer did not.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 238454. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and therefor the failure was not confirmed.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm was split, damaged, and had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported the actual equipment was soiled with blood and was discarded. The purple wings split, but the shaft of the introducer did not.